Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported implant stuck in vial. Upon trying to connect the implant to the z3d implant delivery service, I noticed the implant was stuck. Force was applied to try to release the implant, but once it was released from the vial the implant was dropped prior to placement because it was stuck inside the vial. When we attempted to free it, it was inadvertently dropped. The implant was discarded and a new one was placed correctly.

Manufacturer narrative:
Zimvie did not receive one (1) unknown driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to this specific device. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00274-haz , the most likely root cause determined from the investigation was the clinician does not follow the recommended guidance for usage in surgical manual. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.